Event description:
The company rec'd the following report via medwatch uf/importer report# (B)(4). "Pt was transported to the nicu. In the nicu the pt was being connected to the ventilator and the tube was reported to have broken at the proximal neck. Report states that the pt was re-intubated. Report states that no add'l info." Covidien is attempting to collect further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4).